Event description:
A literature report stated two patients experienced "acanthamoeba keratitis" in 2008 with use of this product. Additional information was requested from the main author of the report, but not received.

Manufacturer narrative:
Eval summary: the complaint device associated with this complaint was not received for eval. Product history records could not be reviewed because the reporter has not provide a lot number or any identification traceable to the manufacturing documentation. Literature cited: ritterband, d., perez, w., seedor, j., and koplin, r (2008) is the epidemic of acanthamoeba keratitis over? Abstract retrieved. Additional information was requested, but not received.